Event description:
Baxter reported, "providone iodine leaked from the connection between a transfer set and minicap." The date of how long the set was in place is unknown. There was no patient injury or medical intervention associated with this incident according to baxter.